Event description:
It was reported that during routine follow-up of the implantable pacemaker system, the right atrial (ra) lead exhibited high, out-of-range impedance of 3,000 ohms and no capture. The pacemaker was programmed to vii and a revision was scheduled. Upon opening the device pocket, the ra lead was observed to be completely fractured due to probable subclavian crush. When attempting to remove the lead, it broke. The portion of the lead was capped and remains in the patient and a new lead was successfully implanted. The other portion is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that during routine follow-up of the implantable pacemaker system, the right atrial (ra) lead exhibited high, out-of-range impedance of 3,000 ohms and no capture. The pacemaker was programmed to vii and a revision was scheduled. Upon opening the device pocket, the ra lead was observed to be completely fractured due to probable subclavian crush. When attempting to remove the lead, it broke. The portion of the lead was capped and remains in the patient and a new lead was successfully implanted. The other portion is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned proximal segment of the lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil and the outer coil was fractured approximately 26 cm from the terminal end. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.